Manufacturer narrative:
Additional information has been provided in d3 and d4 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(catalog, serial) the cause of the patient-device interaction problem was use related as bleeding was associated with non-routine patient movement due to inadequate sedation.

Manufacturer narrative:
Additional information: the device is not available for return.

Event description:
An impella cp was inserted via the femoral artery to support the 51-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, in scai stage c shock at pump insertion. Underlying medical history was not shared. On the day after insertion the patient was not sedated appropriately, as he was restless and moving limbs. The medical team observed a hematoma and applied pressure to the site. When they drew blood labs the hemoglobin was observed to be low at 5.8g/dl and so the team infused back 2 units of red blood cells and pump was explanted and patient survived. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.